Manufacturer narrative:
Device remains implanted. Additional information was requested and if received will be provided on a supplemental report. Unknown star tibial component: large (33mm x 40mm). With guidance from the MDR policy branch of the FDA, MDR reported by stryker (B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of assets from (B)(4).

Event description:
Activity related pain in ankle.

Manufacturer narrative:
Product inquiry stated the tibial comp, singlecoated us version, large, the sliding core uhmpwe, 10mm and the talar comp, single coated us vers x-small, right to be the subject products. No further associated products were reported. The devices were documented as faultless prior to distribution. Thus, we excluded deviations in material and manufacturing. A physical examination could not be carried out as the devices were not available (still implanted). Thus, a reasonable examination and investigation was not possible. On (B)(6) 2014 the patient returned to the hospital for the 24 month follow up visit. During examination a leg length discrepancy of 1 cm had been detected. The patient furthermore complained about ¿activity related pain / swelling and about a soft tissue edema¿. A sensory, motor or neurologic deficit was not identified. The ligament support was found to be adequate. A/p and lateral weight bearing x-rays were taken showing the devices being intact and well positioned. The x-rays furthermore showed a ¿good alignment of the prosthesis¿. Pain had been clinically assessed by a consultant hcp: ¿in most cases ankle arthroplasty comes with significant pain relief. Approx. 60 % ¿ 80 % of the patients are pain free or nearly pain free in the follow up, approx. 20 % ¿ 30 % have moderate pain (e.g. Starting pain), but less than 10 % of the patients have remaining pain or symptomatic pain due to a malpositioning or a malfunction of the endoprosthesis or due to additional arthrosis of the adjacent joints (mostly in rheumatoid arthritis) or soft tissue affections. Treatment is depending on the particular reason for pain.¿ (1) based on the available information and referring to the follow up examination, which revealed the devices being intact, well positioned and good aligned, a deficiency of the devices in question could not be verified. The exact root cause of the pain, swelling and soft tissue edema could not be determined based on the given information, but was rather patient related. In case any relevant clinical information should become available, we reserve the right to update the investigation and change the root cause. Pain is listed in the IFU as a known adverse effect.

Event description:
Actiivity related pain in ankle.